Event description:
Discordant hepatitis b surface antigen, troponin I (tni), hepatitis c virus antibodies, syphilis, and estradiol patient results were obtained on a atellica im 1300 instrument (sn: im01012). It is unknown if the initial results were provided to the physicians. The same samples were repeated on the same instrument and an alternate instrument. The repeated results were reported, as the correct results, to the physician(s). There were no known reports of patient intervention or adverse health consequence due to this event.

Manufacturer narrative:
A united states (us) customer reported discordant hepatitis b surface antigen, troponin I (tni), hepatitis c virus antibodies, syphilis, and estradiol patient results obtained on a atellica im 1300 instrument (sn: im01012). The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The issue resulted after the cse replaced a component on the instrument. The multiple tubing on the module were disconnected accidentally. The tubing was reconnected and primed. Maintenance and quality controls (qc) all ran within specifications. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.